Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they experienced recurring urinary incontinence. The surgeon initially suspected that the patient experienced urethral atrophy. The surgeon also suspected fluid loss from the aus. The existing aus was explanted and replaced as a result. Inspection of the explanted aus revealed that the pump, and pressure regulating balloon (prb) components were completely empty. This finding confirmed the suspected fluid leak. The cause or source of the fluid loss was not established. The replacement surgery was successfully completed without any patient complications. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.